Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that a warning was triggered due to low impedance on the right atrial (ra) lead. There was also some undersensing and small p waves noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.